Event description:
It was reported that a tx30g was ussed during a low anterior resection procedure. It was reported by the affiliate that the stapler tx30g was positioned on low rectum, closed and fired. After resection with scalpel the stapler was opened and removed. There was a leak in the distal part of the stapled rectum. After close examination it proved that there was no staples present. An xray from the rectal stump and the transected bowel showed no staples. Stump was closed with sutures. Pt rec'd a stoma.